Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the laser fiber broke within uteroscope.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be bent fiber at sharp angle. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not bend fiber at sharp angles which can occur when handling the laser fiber, during insertion or removal from the endoscope / cystoscope, or when the endoscope / cystoscope is flexed at an angle that exceeds the permissible bend angle of the laser fiber. If visible (aiming beam) light can be seen leaking from the fiber, fiber failure is likely to result when therapeutic energy is applied. Immediately discontinue use if ¿light leaks¿, breaks, or fractures appear in laser fiber. These breaks or fractures may allow undirected emission of laser energy, rendering the distal tip useless and potentially causing harm to surrounding tissues and persons." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the laser fiber broke within uteroscope.